Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. From the verbatim, the probable root cause for the leakage from the lid could be due to valve issue. CAPA# 1379444 has been initiated to address the issue. H3 other text : see h.10

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l leaked during use. The following information was provided by the initial reporter: cannula inserted for IV injection during CT virtual colonography, tested with saline and, buscopan injected without any problems. Cannula developed a leak during IV contrast injection. Details of injury (to patient, carer or healthcare professional): none. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): cannula tested with saline to make sure it is not an extravasation. As soon as saline injected leakage from top valve and bottom of canula noticed. New cannula tested with saline, re sited in patient and then examination proceeded.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l leaked during use. The following information was provided by the initial reporter: cannula inserted for IV injection during CT virtual colonography, tested with saline and, buscopan injected without any problems. Cannula developed a leak during IV contrast injection. Details of injury (to patient, carer or healthcare professional): none. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): cannula tested with saline to make sure it is not an extravasation. As soon as saline injected leakage from top valve and bottom of canula noticed. New cannula tested with saline, re sited in patient and then examination proceeded.